Manufacturer narrative:
Product investigation summary: one (1) depth gauge (part 319.006 / lot 7555773) was received for evaluation. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. The exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted; the design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm and the length (80mm) is determined so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was completed for the subject device. The customer reported the tip broke off. The repair technician reported the tip of the device broke off, and the protection sleeve was missing. ¿tip broken¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. The item was forwarded to synthes customer quality for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service history record review was attempted for the subject device but could not be completed because the device is a lot/batch controlled item. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the depth gauge was found to have broken off post-operatively on an unknown date. The breakage reportedly did not occur during a procedure and there was no patient involvement. This report is 1 of 1 for com-(B)(4).